Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on, that the customer experienced high blood glucose levels of 12 mmol/l. The customers current blood glucose level was unknown at the time. No symptoms were noted. Customer states that he began receiving high blood glucose levels and had to keep deliver more boluses in order to keep it down. Customer noted nothing damage wise would have caused this with the device, and that the cannula was not bent, nor was it exposed to magnetic fields. Customer believes the insulin pump is under delivering insulin and would like a replacement. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected alarms were noted during testing. Unit left at the display properly matched unit left at the test reservoir. Unit received with minor scratched display window, case and keypad overlay.